Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device remains implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure for a ruptured anterior communicating artery (acom) using smart coils. During the procedure, while using another manufacturer¿s microcatheter to deploy the first smart coil in the target vessel, the microcatheter kicked out of the target vessel. While repositioning the smart coil, it unintentionally detached with its last loop in the parent vessel. The physician pushed the detached coil in the aneurysm using the microcatheter. The procedure was completed using another manufacturer¿s coils. There was no report of an adverse effect to the patient.